Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "device alarms air in line" was not reproduced. Evaluation sent device to flow lines for ultrasonic sensor upstream air testing and it passed. A review of the event history log revealed "air in line" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found to be the ultrasonic sensor calibration and force sensor scale factor calibrations out of specification. The ultrasonic sensor calibration and force sensor scale factor calibration required to be recalibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line in the biomedical service department. There was no patient involvement. No additional information is available.